Manufacturer narrative:
The reported failure mode was confirmed; visual inspection observed that the nail was broken. Functional testing could not be performed since the nail was broken. X-ray analysis did not reveal any anomalies. The nail thickness at the broken region was measured and met the required specification. Based on the type of breakage observed, the cause that the nail broke is due to stress generated from weight bearing activities. A review of device history record for the nail confirmed no deviations in the manufacturing process and that the finished product met all the required quality inspections.

Event description:
See updated information in d4, h2, h3, h6 and h10.

Manufacturer narrative:
The device has not been returned for evaluation. Root cause is unable to be determined at this time.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2020 as the nail was found to be broken. No patient injury was reported.